Event description:
During an initial implant procedure, the left ventricular (lv) lead was dislodged. While attempting to reposition the lv lead, it was not possible to advance the guidewire down the lead. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies. The s-curve hump height was within product specification. The reported event failure to advance the guidewire was confirmed. The guidewire was obstructed by blood in the inner coil at the tip/distal end of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event failure to advance the guidewire was due to blood in the inner coil obstructing the guidewire.